Event description:
It was reported that after insertion of the iab, the user was unable to get the catheter "to zero." The user waited almost 2 minutes and then removed the iab. There were no pt complications.